Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had a screen fault, one minute after starting the screen it begins flashing. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings,, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and corrected the monitor cable mounting and the video board shielding of the monitor by doing the following: unplugged and plugged in the monitor cable, disconnected and reconnected all cables from the video board, and made sure the shielding was securely tightened. The fse then performed all functional and safety checks to meet factory specifications and is functional.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had a screen fault, one minute after starting the screen it begins flashing. There were no injuries reported.